Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an implantable pulse generator (ipg) explant due to the device reaching end of life (eol). No patient complications were reported. The patient underwent an ipg explant procedure and was reported to be doing well postoperatively. The explanted device was discarded per hospital policy and was not returned for analysis.